Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, while at work, the patient started to feel low (no specific symptoms were reported). The patient¿s cgm was reading 100 mg/dl while the bg meter was reading 50 mg/dl. The patient was wearing an omnipod insulin pump. The patient started to have a seizure and a coworker called emergency medical services (ems). Ems arrived and transported the patient to the emergency room. The patient could not recall if a bg meter reading was tested or what her cgm value was at this time. At the ER, the patient¿s bg meter reading was taken and found to be lower than the patient¿s cgm value, however, no specific values were reported. The patient¿s sensor and omnipod were removed. The patient refused to provide any specific details about the medication or treatment provided to her. She was discharged home after 2 days. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.